Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information that following an unspecified surgical procedure, this device was unable to be interrogated. A magnet was placed over the device and it was unknown whether tones were emitted from the device. Technical services discussed interrogation recommendations. Additional information was sought from the local area sales representative, however, no additional information was available. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.